Event description:
Customer reported that when running a glucose on a pt sample, using the cx7, a result of 62 mg/dl was obtained. This result was questioned by hosp personnel. Pt sample was re-run with a result of 540 mg/dl. No injury or treatment was attributed to the low glucose result, however a physician could have acted upon the incorrect result by withholding treatment that otherwise might have been initiated for a pt with a 540 glucose.